Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di # h4: added device manufacture date h6: updated method/results codes. Conclusion remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 06/03/09 were not provided. (B)(6) 2009: (B)(6) health system. (B)(6) md. Operative report. Preoperative diagnosis: large incisional hernia, reducible. Postoperative diagnosis: large incisional hernia, reducible. Procedures performed: incisional hernia repair. Mesh implant. Assistant: ryan ooten. Estimated blood loss: less than 50 ml. Fluids: crystalloid replacement. Indications: the patient is a 65-year-old white female who has had an approximately 10 to 11-year history of some lower abdominal pain and bulging in the lower abdomen and right lower quadrant. This began after an open appendectomy, which was done for perforated appendicitis in 1998. She began having problems soon after her surgery. She has had no episodes of incarceration. She has had no nausea or vomiting. She underwent colonoscopy in april 2009, and was found to have extensive sigmoid diverticulosis and grade 2 internal hemorrhoids. She was started on surfak, metamucil, and anusol-hc suppository b.i.d. An incisional hernia repair with mesh was recommended. The risks, benefits, and alternatives were discussed with the patient and she agreed to proceed. Narrative: ¿the patient was taken to the operating room on the morning of 06/03/2009. She was given ancef 2 g intravenously within 1 hour of skin incision. Excellent general endotracheal anesthesia was induced. Her abdomen was prepped and draped using sterile technique. The old hypertrophic scar was excised from the symphysis pubis to just below the umbilicus using #10 blade. An incision was done with an elliptical incision and the eschar was excised with the cautery. The fascia was opened with the bovie cautery. There was a large incisional hernia within the right lower abdomen and lower midline. There was a very large hernia sac present. Some small bowel was reduced from the hernia sac. It was pink, viable, and well perfused. The hernia sac was excised from the fascia circumferentially using the bovie cautery. The small bowel was stuck to the posterior peritoneum and fascia and it was dissected off using the bovie cautery. The bladder was stuck in the lower midline and it was dissected off and reflected down. The space of the retzius was entered. Bladder was dissected down nicely into the pelvis. The weakened fascia and hernia sac were completely excised. The fascia was cleared circumferentially. Some omentum was also stuck, especially on the left side and it was dissected off with the bovie cautery. A large piece of dualmesh plus was opened and this was cut down to 25 x 20 cm. It was oriented vertically and the mesh was sewn to the fascia circumferentially with interrupted 0 prolene sutures, which were placed transfascial. These were placed as far laterally as possible, especially on the right. A 5-cm coverage of the defect was obtained circumferentially. The intervening gaps were closed with interrupted 0 prolene sutures, which were also placed transfascially. The mesh was noted to lie in excellent position. The white portion was upward and the brown or soft portion was downward. Again, the mesh was in excellent position and without tension. It completely covered the defect with a 5-cm overlap circumferentially. There were no gaps present. The fascia was closed over the mesh with a continuous 0 vicryl suture. A 19-french round blake drain was placed over the fascia and brought out through an inferior lower quadrant stab wound. It was secured in place with a single interrupted 3-0 nylon suture. The subcutaneous tissue was closed over the drain with multiple interrupted 2-0 vicryl sutures. Skin was closed with staples. A sterile dressing and an abdominal binder were applied. The patient tolerated the procedure very well. All sponge and needle counts were correct. Following the completion of procedure, she was extubated and transferred to the recovery room in good condition.¿ (B)(6) 2009: (B)(6) health system. Implant record. Item #: 2878. Device description: mesh plus dual 26 x 34, 1dlmcp08. Body site: abdomen. Body side: right. Expiration date: 07/30/2011. Manufacturer: w l gore associates inc. Quantity: 1. Lot #: 06251644. Mfg catalog #: 1dlmcp08. Wasted: 0. Physician: goss, mark md. Device type: implant. Size: 26 cm x 34 cm x 1.0 mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/06251644) was implanted during the procedure. Records between 06/03/09 and 07/13/15 were not provided. (B)(6) 2015: (B)(6) system. (B)(6) md. Operative report. Preoperative diagnoses: severe sigmoid diverticulosis. Preoperative diagnosis: sever sigmoid diverticulosis. History of recurrent diverticulitis. Procedure: diagnostic laparoscopy. Laparoscopic lysis of adhesions. Open sigmoid colectomy with low anterior circular stapler assisted anastomosis. Proctoscopy. Take-down of the splenic flexure. Assistant: william blaylock, rn, sfa. Assistant student, beryl brigham, acnp. Anesthesia: general endotracheal. Estimated blood loss: 50 ml. Drains: none. Specimens: sigmoid colon. Complications: none apparent. Clinical indication: patient is a 71-year-old female who presented to my office with symptoms of frequent episodes of left lower quadrant abdominal pain. She has had a number of episodes of diverticulitis in the past and wanted to see about doing a procedure to resolve that issue. She had a preoperative colonoscopy, which revealed very severe diverticular disease of the sigmoid colon. She also had scattered diverticula through her descending colon as well. Because of her symptoms and her colonoscope findings, I discussed the treatment options with the patient, but she ultimately decided to proceed with sigmoid colectomy. I discussed the possibility of doing it laparoscopically versus requiring an open technique. The patient has had a mesh repair of a lower abdominal ventral hernia, which I felt would complicate her repair, in addition to the inflammatory changes of diverticulitis. She was well aware of the possibility of needing to convert to an open procedure. The risks and benefits of the procedure were confirmed to the patient, and she elected to proceed. Description of procedure: ¿the patient was taken to the operating room where she was placed into the supine position on the operating room table. She was intubated and after receiving adequate general endotracheal anesthesia, her abdomen was prepped and draped in the usual sterile manner. She was also placed in the modified lithotomy position. Her abdomen was then prepped and draped in the usual sterile manner. She received mefoxin intravenously prior to the start of the procedure. A no. 15 blade scalpel was then used to make a small right upper quadrant incision. A 12-mm blunt optical trocar was then used to enter into the abdomen under direct vision. The abdomen was then insufflated with carbon dioxide gas. A second 12-mm trocar was inserted in the patient¿s right lateral abdomen, again under direct vision with the laparoscope. Patient had very extensive adhesions to the anterior abdominal wall including omentum, small bowel, and colon. A good majority of the adhesions to the anterior abdominal wall were able to be taken down sharply using thunderbeat energy device and metzenbaum scissors. However, in the lower portion of the midline incision the adhesions became much more severe due to the mesh which was placed anteriorly and was clearly visualized. It appeared to be a piece of teflon mesh with a thick layer of peritoneum adherent to it. In addition, small bowel was very densely adherent into the pelvis, and it appeared that there were at least 2 sites of what appeared to be partial internal hernias. As I did not feel like I could progress safely any further via laparoscopic method, I elected to convert to an open operation. The abdomen was deflated and the trocars removed. A standard midline incision was then made with a no. 10 blade scalpel from just above the umbilicus to the suprapubic region. Cautery was used to achieve hemostasis and divide the subcutaneous tissues down to the midline fascia. The midline fascia was also divided as well where it was present. Mesh was encountered, and this had to be cut with scissors. A bookwalter retractor was then used to retract the abdomen into an open configuration. A complete lysis of adhesions was then performed. Due to the sensitivity of the scarring surrounding the majority of the small bowel, this was a prolonged and meticulous effort. There were 2 areas of internal herniation which were encountered, and the bowel distal to these appeared to be small and narrow consistent with chronic obstruction. Small bowel was freed from the ligament of treitz all the way to the connection into the cecum. Small bowel was then retracted into the right upper quadrant and held in place with a bookwalter retractor. Colon was then examined. The sigmoid colon had very extensive diverticular disease and very chronic inflammatory changes. The colon was adherent to the lateral abdominal wall, and these adhesions were taken down sharply using electrocautery and thunderbeat energy. Once the adhesions of the sigmoid colon had all been released, the colon was further evaluated. Again, the sigmoid colon had very severe diverticular changes with literally hundreds of visible pockets of diverticula. The descending colon was also visualized and had moderate disease as well. Thus, I felt the most prudent operation would be to use the mid transverse colon to perform an anastomosis in the pelvis. The splenic flexure was completely taken down using electrocautery and thunderbeat. Once this had been adequately mobilized, a portion of the distal transverse colon just to the right of the left branch of the middle colic vessel was identified and was noted to easily reach into the pelvis to the level of the rectum. Knowing this, I then proceeded to go about transection and dissection of the sigmoid colon. The colon was retracted anteriorly and mesenteric window was made at a place just adjacent to the inferior mesenteric artery. The artery was then isolated and was then divided using the thunderbeat device. The mesentery was then further transected working in the distal direction but staying closely adjacent to the colon wall. This was continued all the way down to the rectosigmoid junction. An appropriate place on the rectum just below the junction was identified, and then it was transected using a covidien contour stapling device. The mesentery of the proximal sigmoid and descending colon was then transected while staying close to the colon wall, again using the thunderbeat device. This was continued all the way back to the predetermined point of transection. This segment of colon had excellent blood flow from the left branch of the middle colic artery. During the dissection of the sigmoid colon, both the iliac vessels and the left ureter were identified and carefully preserved throughout the entirety of the operation. A pursestring suturing device was then placed upon the distal segment of the transverse colon and fired creating the pursestring. The colon was then transected with a scalpel after being clamped to avoid spillage. The specimen was then removed and sent to pathology for further evaluation. Colon sizers were then used to determine the appropriate size for circular stapler anastomosis. It appeared that a 29-mm size was the most appropriate fit. At this point, a 29-mm stapler was requested, but it is not available at the hospital. At this point, arrangements were made to borrow a stapler from a nearby hospital. Once the stapler was made available, the anvil of the device was then placed into the distal transverse colon and was secured in place with the previously placed pursestring suture. Additional fatty tissue was then trimmed away to ensure that the anvil would fit nicely against the colon wall. The handle of the stapling device was then passed transanally after previously passing a 29-mm dilator. Once the handle of the stapler was in good position, the spike was deployed and then connected to the anvil. The device was then closed and fired according to the manufacturer¿s recommendations. It appeared that while looking at the donuts from the stapler that the anterior portion of the anastomosis perhaps is not complete. Thus, I elected to reinforce the anastomosis in a complete circumferential manner using interrupted lembert sutures of 3-0 silk. Once the reinforcement had been completely done, the bowel proximal to the anastomosis was occluded with a bowel clamp. Proctoscope was then inserted and used to inflate the colon and anastomosis. Anastomosis was submerged under saline and was noted to be air tight. The anastomosis was also viewed with the proctoscope and was found to be in a complete circle without evidence of bleeding, leak, or other anastomosis complication. The colon was then deflated, and the bowel clamp was removed. The abdomen was then copiously irrigated with sterile saline solution and aspirated as dry as possible. The entire surgical field was evaluated and found to be completely hemostatic at this time. Abdominal contents were then returned to their normal anatomic position, and the bookwalter retractor was removed. The midline fascia and mesh were then closed with a running suture of no. 1 pds. This also included the peritoneum in order to keep the mesh which was in place from being exposed. The subcutaneous space was irrigated, and meticulous hemostasis was then accomplished using electrocautery. The midline incision and laparoscopic trocar sites were then closed with skin staples. Sterile dressings were then applied to the wounds as well. All needle, sponge, and instrument counts were reconciled x2. The patient was then awakened from anesthesia and extubated, and transported to recovery where she arrived in satisfactory condition and with stable vital signs. The patient tolerated the procedure well and experienced no apparent operative or immediate postoperative complications.¿ (B)(6) 2015: (B)(6), md. Office note. Having episodic fever up to 102 f and redness around incision. Has wound infection with abscess. 4 staples removed. Approximately 3 inches of incision opened. Approximately 15 cc purulence drained. Wound packed open with wet to dry gauze. Plan: daily wet-to-dry dressing changes; levaquin. (B)(6) 2015: (B)(6), md. Office note. No signs infection. Remaining staples removed. Wound healing well. (B)(6) 2015: (B)(6) md. Office note. Unhealed wound with recurrent drainage from midline incision. Drainage clear, not malodorous, comes from very small opening. No fever, chills, abdominal pain. 2-3 mm opening present in midline scar. Injected with lidocaine with epinephrine, then locally explored. Some granulation tissue present, no suture or foreign body. Tract extended roughly 1 cm deep. Silver nitrate applied to base of granulation tissue then wound packed open. Also had incisional hernia at upper portion of incision. Plan: daily wound care until closure. Plan to do ventral hernia repair after wound issues resolve. (B)(6) 2015: (B)(6) md. Office note. Continues to have some drainage from midline wound. No fever or evidence of cellulitis or abscess. Persistent open wound; may be due to retained foreign body/suture. Plan: abdomen/pelvis CT to further evaluate both open wound and ventral hernia. Continue daily wet-to-dry dressing change. (B)(6) 2015: (B)(6) health system. (B)(6) md. Radiology-CT abdomen pelvis with contrast. Indication: ventral hernia. Colectomy 06/20/15. History of appendectomy. Findings/impression: attenuation and laxity of rectus sheath with subjacent colon in supraumbilical abdomen. Has been mesh repair of infraumbilical abdominal wall hernia. Large fluid collection within the mesh. (B)(6) 2015: (B)(6) md. Office note. Patient has wadded mesh and fluid collection surrounding the mesh. Also has supraumbilical ventral hernia. Mesh needs to come out due to fluid collection and possible infection. (B)(6) 2015: (B)(6) system. (B)(6) md. Operative report. Preoperative diagnoses: abdominal pain; wadded and dysfunctional mesh; likely subfascial abscess. Postoperative diagnosis: infected wadded mesh within the lower abdominal cavity. Procedure: exploratory laparotomy; extensive lysis of adhesions; removal of infected intraabdominal mesh. Assistant: william blaylock, rn, sfa. Second assistant: beryl brigham, acnp. Anesthesia: general endotracheal. Estimated blood loss: less than 50 ml. Drains: a 19-french blake x1. Specimens: mesh for culture and sensitivity; abscess fluid for culture and sensitivity. Complications: none apparent. Clinical indication: patient is a 70-year-old white female who years ago had repair of a ventral hernia with mesh. This was done by another physician here in decatur. In the past year, she had colectomy done, which she did very well until just recently when she developed some chronic drainage through the lower portion of her midline incision. The sinus tract with the drainage did not heal, and this led to further evaluation with CT scan. She was found to have evidence of significant deformity and displacement of the mesh into a fairly wadded up pattern, and there was fluid collection surrounding the mesh, most likely consistent with an abscess. Because of this, I recommended that she undergo exploratory laparotomy with removal of the mesh and drainage of the fluid collection/ abscess. The risks and benefits of the procedure were discussed in detail with the patient including infection, bleeding, pain, scarring, damage to intestine, blood vessels, or other abdominal organs, as well as a potential need for leaving the skin open, failure to be able to close the abdomen, and likely inability to place mesh at the time of procedure. She indicated that she understood and did desire to proceed with the planned operation. Description of procedure: ¿the patient was taken to the operating room, where she was placed into the supine position on the operating table. She was intubated and after receiving adequate general endotracheal anesthesia, her abdomen was then prepped and draped in the usual sterile manner. A no. 10 blade scalpel was then used to make a standard midline incision through the preexisting scar. Elliptical excision of the residual sinus tract was also performed. This was completely excised all the way down to the fascia using electrocautery, and then discarded off the field. Midline fascia was then opened in the upper abdomen, where she clearly has a hernia defect. Careful attention was paid as the abdomen was entered to avoid injury to the adjacent and adherent small bowel. This was carefully dissected away from the upper midline fascia. Very extensive lysis of adhesions was then carried out, dissecting the small bowel and colon away from the anterior abdominal wall. This was done with a combination of metzenbaum scissors, blunt digital dissection, and electrocautery. Eventually, the dissection was carried down to the lower abdomen where the mesh was. The mesh was a teflon type mesh, which was clearly folded back upon itself and wadded up into a ball-like configuration. Within the confines of the inner folds of the mesh was a purulent fluid collection. Samples of the fluid were taken for culture and sensitivity and gram stain. The mesh was then carefully dissected away from the abdominal wall and the underlying inflammatory component. This was done using electrocautery and digital dissection until the entirety of the mesh was completely freed and removed from the abdomen. Presumably, there was a prolene or marlex component to the mesh, as well, but I could not ascertain whether this was actually true or not. However, it did appear that the fluid cavity was well drained, and the entirety of the teflon-based mesh was removed. The inner inflammatory component of the abscess cavity was also dissected out and excised away, as well. The abdomen was then thoroughly irrigated with sterile saline solution and aspirated as dry as possible. All gross purulence was carefully removed. Examination of the abdomen also revealed it to be completely hemostatic. The abdominal contents were then returned to their normal anatomic component. A 19-french blake drain was then inserted and exited through a separate stab incision on the right lateral abdomen. It was directed into the lower abdomen just underlying the fascial closure. This was where the abscess cavity had been, and there still was some inflammatory changes on the fatty tissues near the bladder and overlying the pelvic compartment. This was sutured to the skin with a suture of 2-0 nylon. The fascia was then dissected out throughout the length of the incision from the overlying fatty component, and subfascial flaps were also developed for [sic] ease of [sic] abdominal closure. The abdomen could actually be closed fairly easily, as the abdominal wall musculature was fairly elastic and soft. The midline fascia was then closed with a running suture of no. 1 pds. Interrupted figure-of-eight sutures using 0-prolene were placed at intervals throughout the length of the closure and served as internal retention sutures. The subcutaneous tissues were again thoroughly irrigated, and meticulous hemostasis was accomplished using electrocautery. Because of the nature of the infected fluid within the mesh pocket, I felt that closure of the skin would likely result in an abdominal wall abscess. Thus, the wound was packed with a wound vac according to the manufacturer¿s recommendations. All needle, sponge, and instrument counts were reported to be reconciled x2. The patient was then awakened from anesthesia and extubated and transported to recovery, where she arrived in satisfactory condition and with stable vital signs. The patient tolerated the procedure well, experienced no apparent operative or immediate postoperative complications.¿ [missing records: records for mesh and abscess fluid culture & sensitivity and gram stain collected during the (B)(6) 2015 procedure were not provided.] (B)(6) 2015: (B)(6), md. Office note. No symptoms of wound infection. Vac removed. Upper 1/3 incision granulating well. Plan: continue wound vac. (B)(6) 2016: (B)(6) acnp. Office note. Was doing well until 4:45 this a.m. When she noticed a painful reddened swollen area just beneath mid abdomen incision. Exam: mid abdominal incision with pink granular healthy tissue. Distal to incision is firm swollen area that is painful on palpation, warm and reddened. Area not reducible. CT today to rule out hernia or other problems. (B)(6) 2016: (B)(6) health system. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. History: abdominal pain & distention. Abdomen: no free air or free fluid. No abdominal adenopathy. Ventral midline abdominal wall surgical scar. Pelvis: no pelvic free fluid. No pelvic adenopathy. Focal rounded thickening of lower abdominal wall at midline, measuring approximately 4.6 x 3 cm, with slight increased attenuation. No clear hernia identified, though there is focal stranding and infiltration of left paramedian subcutaneous fat overlying abdominal wall musculature. (B)(6) 2016:(B)(6) md. Office note. Wound closed except for approximately 3 cm area of somewhat hypertrophic granulation tissue in mid portion of incision. Treated with topical silver nitrate. No signs of infection or complication. (B)(6) 2016:(B)(6), md. Office note. New onset drainage from midline incision. No fever, chills. Drainage not maloforous [sic]. Wound explored after local 1% lidocaine with epinephrine. Found to have prolene suture causing stitch abscess. Suture removed without difficulty. Plan: daily wet-to-dry dressing changes until full closure. (B)(6) 2016: (B)(6)md. Office note. Has been doing daily wet-to-dry wound care and feels wound has been closing. However, there is a smaller, 2nd opening a little lower down on incision. 2nd opening much more shallow and extends down only 3-4 mm. No evidence abscess, cellulitis. No suture or foreign body present. (B)(6) 2016: randall wright, md. Office note. Complains of redness and swelling below lower portion of midline incision. Examination: approximately 5 cm area of fluctuance, erythema and tenderness at inferior margin of midline scar consistent with abscess. Local anesthesia: 1% lidocaine with epinephrine. Sterile prep & drape. Abscess drained & found to have thick pus present. Wound irrigated, packed open with sterile gauze. Plan: daily wet-to-dry dressing changes, augmentin, norco. (B)(6) 2016: (B)(6) md. Office note. Feeling better, no longer draining purulent fluid. Wound looks good. No signs residual abscess or cellulitis. Wound cavity granulating. Plan: continue daily wound care. (B)(6) 2016: (B)(6) md. Office note. Wound gradually closing. Wound examined and probed. Cannot feel any exposed mesh, suture, or any sites of undrained abscess. Plan: continue daily wound care. (B)(6) 2016: (B)(6), md. Office note. Lower abdominal wound smaller by approximately 1/3, granulating well. Now has small 2nd opening near umbilicus-draining serosanguineous fluid. No evidence for cellulitis or abscess. Impression: wound with some progress, but patient continues to develop cutaneous openings, most likely due to foreign body reaction from suture or mesh. May have to consider removal of mesh but patient does not desire to do so at this time. Plan: continue daily wound care. Return 2-3 weeks. (B)(6) 2016: (B)(6) md. Office note. Minimal drainage from both abdominal incisions. Both wounds seem to be closing. Medication: augmentin. Plan: continue daily wound care. (B)(6) 2016: (B)(6)md. Office note. Both wound openings now essentially closed. Both approximately 2 mm deep. Plan: continue present wound care until full closure. (B)(6) 2017: [unknown facility]. Meria aulds, md. Office note. Abdominal pain x 3 months: dull, touching & prolonged standing aggravates it, moderate severity, no radiation. Patient utilizing girdle for support which provides some relief. Takes hydrocodone for pain. Able to perform adls [activities of daily living] despite pain. (B)(6) 2017: [unknown facility]. (B)(6) md. Office note. Leaking abdominal scar x 2 months. Rash: 2 months, severe. Treatment: bondage. Has abdominal leaking from scar. First there was once [sic], no there is [sic] 2. Not painful, swelling, tender in abdomen. Exam: 2 midline hernia superior 30 x 30 inferior 20 x 20. Two openings superior 2 x 2 across inferior 5 x 5 across, warm to touch, inferior hernia non-tender. Assessment: ventral hernia without obstruction or gangrene; periumbilical pain; unspecified open wound of abdominal wall, epigastric region with penetration into peritoneal cavity. MRI of abdomen ¿ report reviewed. Abdominal symptoms ¿ severe exhaserbation [sic]. Lab: aerobic bacterial culture. [Missing records: records for abdominal MRI and aerobic bacterial culture were not provided.] (B)(6) 2017: (B)(6) md. Office note. Incision red, has blister. Does well for a few weeks/months, but then gets recurrent drainage from most likely chronically infected abdominal wall mesh. Impression: chronic abdominal wall drainage, most likely due to infected or unincorporated mesh. Due to failure to respond to multiple courses of antibiotics, wound therapy, and time; I feel surgical exploration and removal of mesh now indicated. Medication: augmentin. 08/16/17: [facility ni]. Meria aulds, md. Office note. Fever x 3 days. Associated symptoms: headache, nausea, open and seeping abdominal wound. Mesh removal surgery pending. Medical history: diabetes mellitus. Assessment: methicillin susceptible staphylococcus aureus infection, unspecified site; ventral hernia without obstruction or gangrene; unspecified open wound of abdominal wall, epigastric region with penetration into peritoneal cavity. Radiology report reviewed-MRI abdomen. Plan: stop penicillin, admit for IV antibiotics. [Missing records: records for abdominal MRI were not provided.] (B)(6) 2017: [facility ni]. Meria aulds, md. Office note. Fever x 3 days. Pain radiation from head to abdomen. Abdomen: unchanged open wound on skin. Was admitted, diagnosed with kidney infection, treated with IV antibiotics. Follow-up urine culture due; if negative, pick [sic] line can be removed. Postponed surgery with dr. Wright for abdominal mesh removal. Last skin culture grew staph. Acute pyelonephritis. [Missing records: records for skin culture were not provided.] Continued on attachment. - attachment: [event 41711 continuation h10.11.pdf]

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1930, 3191: appropriate term not available is being used for "fluid collection within mesh" and "wadded mesh and dysfunctional mesh") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2009 through (B)(6) 2015 were not provided. Patient information: medical history: diabetes. Extensive sigmoid diverticulosis. Recurrent diverticulitis. Recurrent ventral hernia. (B)(6) 2015: wound infection with abscess. (B)(6) 2015: supraumbilical ventral hernia. (B)(6) 2016: additional opening near umbilicus with serosanguineous drainage. (B)(6) 2017: methicillin susceptible staphylococcus aureus infection. Surgical procedures: 1998: open appendectomy. (B)(6) 2009: incisional hernia repair with dualmesh plus implant. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2012: laparoscopic cholecystectomy for symptomatic cholelithiasis. Numerous inflammatory adhesions from omentum and duodenum to body and infundibulum of gallbladder, taken down. (B)(6) 2015: diagnostic laparoscopy, laparoscopic lysis of adhesions, open sigmoid colectomy with low anterior circular stapler assisted anastomosis, proctoscopy and take-down of splenic flexure. (B)(6) 2015: exploratory laparotomy, extensive lysis of adhesions, removal of infected/dysfunctional intraabdominal mesh. (B)(6) 2017: exploratory laparotomy, suture repair of recurrent ventral hernia, excision of musculocutaneous fistula x2. Hard knot of tissue encountered ¿ suspected residual mesh. Implant preoperative complaints: (B)(6) 2009: ¿large incisional hernia, reducible.¿ ¿the patient is a 65-year-old white female who has had an approximately 10 to 11-year history of some lower abdominal pain and bulging in the lower abdomen and right lower quadrant. This began after an open appendectomy, which was done for perforated appendicitis in 1998. She began having problems soon after her surgery. She has had no episodes of incarceration. She underwent colonoscopy in (B)(6) 2009, and was found to have extensive sigmoid diverticulosis and grade 2 internal hemorrhoids.¿ implant procedure: incisional hernia repair. Mesh implant. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/06251644, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6) 2009: wound classification: unknown. Findings: ¿large incisional hernia, reducible.¿ description of hernia being treated: ¿the old hypertrophic scar was excised from the symphysis pubis to just below the umbilicus using #10 blade. An incision was done with an elliptical incision and the eschar was excised with the cautery. The fascia was opened with the bovie cautery. There was a large incisional hernia within the right lower abdomen and lower midline. There was a very large hernia sac present. Some small bowel was reduced from the hernia sac. It was pink, viable, and well perfused. The hernia sac was excised from the fascia circumferentially using the bovie cautery. The small bowel was stuck to the posterior peritoneum and fascia and it was dissected off using the bovie cautery. The bladder was stuck in the lower midline and it was dissected off and reflected down. The space of the retzius was entered. Bladder was dissected down nicely into the pelvis. The weakened fascia and hernia sac were completely excised. The fascia was cleared circumferentially. Some omentum was also stuck, especially on the left side and it was dissected off with the bovie cautery.¿ implant size and fixation: ¿a large piece of dualmesh plus was opened and this was cut down to 25 x 20 cm. It was oriented vertically and the mesh was sewn to the fascia circumferentially with interrupted 0 prolene sutures, which were placed transfascial. These were placed as far laterally as possible, especially on the right. A 5-cm coverage of the defect was obtained circumferentially. The intervening gaps were closed with interrupted 0 prolene sutures, which were also placed transfascially. The mesh was noted to lie in excellent position. The white portion was upward and the brown or soft portion was downward. Again, the mesh was in excellent position and without tension. It completely covered the defect with a 5-cm overlap circumferentially. There were no gaps present. The fascia was closed over the mesh with a continuous 0 vicryl suture. A 19-french round blake drain was placed over the fascia and brought out through an inferior lower quadrant stab wound. It was secured in place with a single interrupted 3-0 nylon suture. The subcutaneous tissue was closed over the drain with multiple interrupted 2-0 vicryl sutures. Skin was closed with staples. A sterile dressing and an abdominal binder were applied.¿ revision preoperative complaints: (B)(6) 2015: ¿patient is a 71-year-old female who presented to my office with symptoms of frequent episodes of left lower quadrant abdominal pain. She has had a number of episodes of diverticulitis in the past and wanted to see about doing a procedure to resolve that issue. She had a preoperative colonoscopy, which revealed very severe diverticular disease of the sigmoid colon. She also had scattered diverticula through her descending colon as well. Because of her symptoms and her colonoscope findings, I discussed the treatment options with the patient, but she ultimately decided to proceed with sigmoid colectomy. I discussed the possibility of doing it laparoscopically versus requiring an open technique. The patient has had a mesh repair of a lower abdominal ventral hernia, which I felt would complicate her repair, in addition to the inflammatory changes of diverticulitis.¿ revision procedure: diagnostic laparoscopy. Laparoscopic lysis of adhesions. Open sigmoid colectomy with low anterior circular stapler assisted anastomosis. Proctoscopy. Take-down of the splenic flexure. Revision date: (B)(6) 2015: procedure: ¿a no. 15 blade scalpel was then used to make a small right upper quadrant incision. A 12-mm blunt optical trocar was then used to enter into the abdomen under direct vision. The abdomen was then insufflated with carbon dioxide gas. A second 12-mm trocar was inserted in the patient¿s right lateral abdomen, again under direct vision with the laparoscope. Patient had very extensive adhesions to the anterior abdominal wall including omentum, small bowel, and colon. A good majority of the adhesions to the anterior abdominal wall were able to be taken down sharply using thunderbeat energy device and metzenbaum scissors. However, in the lower portion of the midline incision the adhesions became much more severe due to the mesh which was placed anteriorly and was clearly visualized. It appeared to be a piece of teflon mesh with a thick layer of peritoneum adherent to it. In addition, small bowel was very densely adherent into the pelvis, and it appeared that there were at least 2 sites of what appeared to be partial internal hernias . As I did not feel like I could progress safely any further via laparoscopic method, I elected to convert to an open operation. The abdomen was deflated and the trocars removed. A standard midline incision was then made with a no. 10 blade scalpel from just above the umbilicus to the suprapubic region. Cautery was used to achieve hemostasis and divide the subcutaneous tissues down to the midline fascia. The midline fascia was also divided as well where it was present. Mesh was encountered, and this had to be cut with scissors. A bookwalter retractor was then used to retract the abdomen into an open configuration. A complete lysis of adhesions was then performed. Due to the sensitivity of the scarring surrounding the majority of the small bowel, this was a prolonged and meticulous effort. There were 2 areas of internal herniation which were encountered, and the bowel distal to these appeared to be small and narrow consistent with chronic obstruction. Small bowel was freed from the ligament of treitz all the way to the connection into the cecum. Small bowel was then retracted into the right upper quadrant and held in place with a bookwalter retractor. Colon was then examined. The sigmoid colon had very extensive diverticular disease and very chronic inflammatory changes. The colon was adherent to the lateral abdominal wall, and these adhesions were taken down sharply using electrocautery and thunderbeat energy. Once the adhesions of the sigmoid colon had all been released, the colon was further evaluated. Again, the sigmoid colon had very severe diverticular changes with literally hundreds of visible pockets of diverticula . The descending colon was also visualized and had moderate disease as well. Thus, I felt the most prudent operation would be to use the mid transverse colon to perform an anastomosis in the pelvis. The splenic flexure was completely taken down using electrocautery and thunderbeat. Once this had been adequately mobilized, a portion of the distal transverse colon just to the right of the left branch of the middle colic vessel was identified and was noted to easily reach into the pelvis to the level of the rectum. Knowing this, I then proceeded to go about transection and dissection of the sigmoid colon. The colon was retracted anteriorly and mesenteric window was made at a place just adjacent to the inferior mesenteric artery. The artery was then isolated and was then divided using the thunderbeat device. The mesentery was then further transected working in the distal direction but staying closely adjacent to the colon wall. This was continued all the way down to the rectosigmoid junction. An appropriate place on the rectum just below the junction was identified, and then it was transected using a covidien contour stapling device. The mesentery of the proximal sigmoid and descending colon was then transected while staying close to the colon wall, again using the thunderbeat device. This was continued all the way back to the predetermined point of transection. This segment of colon had excellent blood flow from the left branch of the middle colic artery. During the dissection of the sigmoid colon, both the iliac vessels and the left ureter were identified and carefully preserved throughout the entirety of the operation. A pursestring suturing device was then placed upon the distal segment of the transverse colon and fired creating the pursestring. The colon was then transected with a scalpel after being clamped to avoid spillage. The specimen was then removed and sent to pathology for further evaluation. Colon sizers were then used to determine the appropriate size for circular stapler anastomosis. It appeared that a 29-mm size was the most appropriate fit. At this point, a 29-mm stapler was requested, but it is not available at the hospital. At this point, arrangements were made to borrow a stapler from a nearby hospital. Once the stapler was made available , the anvil of the device was then placed into the distal transverse colon and was secured in place with the previously placed pursestring suture. Additional fatty tissue was then trimmed away to ensure that the anvil would fit nicely against the colon wall. The handle of the stapling device was then passed transanally after previously passing a 29-mm dilator. Once the handle of the stapler was in good position, the spike was deployed and then connected to the anvil. The device was then closed and fired according to the manufacturer¿s recommendations. It appeared that while looking at the donuts from the stapler that the anterior portion of the anastomosis perhaps is not complete. Thus, I elected to reinforce the anastomosis in a complete circumferential manner using interrupted lembert sutures of 3-0 silk. Once the reinforcement had been completely done, the bowel proximal to the anastomosis was occluded with a bowel clamp. Proctoscope was then inserted and used to inflate the colon and anastomosis. Anastomosis was submerged under saline and was noted to be air tight. The anastomosis was also viewed with the proctoscope and was found to be in a complete circle without evidence of bleeding, leak, or other anastomosis complication. The colon was then deflated, and the bowel clamp was removed. The abdomen was then copiously irrigated with sterile saline solution and aspirated as dry as possible. The entire surgical field was evaluated and found to be completely hemostatic at this time. Abdominal contents were then returned to their normal anatomic position, and the bookwalter retractor was removed. The midline fascia and mesh were then closed with a running suture of no. 1 pds. This also included the peritoneum in order to keep the mesh which was in place from being exposed . The subcutaneous space was irrigated, and meticulous hemostasis was then accomplished using electrocautery. The midline incision and laparoscopic trocar sites were then closed with skin staples. Sterile dressings were then applied to the wounds as well.¿ relevant medical information: (B)(6) 2015: ¿having episodic fever up to 102 f and redness around incision. Has wound infection with abscess. 4 staples removed. Approximately 3 inches of incision opened. Approximately 15 cc purulence drained. Wound packed open with wet to dry gauze.¿ (B)(6) 2015: ¿no signs infection. Remaining staples removed. Wound healing well .¿ explant preoperative complaints: (B)(6) 2015: ¿unhealed wound with recurrent drainage from midline incision. Drainage clear, not malodorous, comes from very small opening. No fever, chills, abdominal pain. 2-3 mm opening present in midline scar.¿ ¿some granulation tissue present, no suture or foreign body. Tract extended roughly 1 cm deep. Silver nitrate applied to base of granulation tissue then wound packed open. Also had incisional hernia at upper portion of incision.¿ (B)(6) 2015: ¿persistent open wound; may be due to retained foreign body/suture.¿ (B)(6) 2015: CT abdomen pelvis with contrast: ¿has been [sic] mesh repair of infraumbilical abdominal wall hernia. Large fluid collection within the mesh.¿ (B)(6) 2015: ¿patient has wadded mesh and fluid collection surrounding the mesh. Also has supraumbilical ventral hernia. Mesh needs to come out due to fluid collection and possible infection.¿ explant procedure: exploratory laparotomy; extensive lysis of adhesions; removal of infected intraabdominal mesh. Explant date: (B)(6) 2015: wound classification: unknown. Procedure: ¿a no. 10 blade scalpel was then used to make a standard midline incision through the preexisting scar. Elliptical excision of the residual sinus tract was also performed. This was completely excised all the way down to the fascia using electrocautery, and then discarded off the field. Midline fascia was then opened in the upper abdomen, where she clearly has a hernia defect. Careful attention was paid as the abdomen was entered to avoid injury to the adjacent and adherent small bowel. This was carefully dissected away from the upper midline fascia. Very extensive lysis of adhesions was then carried out, dissecting the small bowel and colon away from the anterior abdominal wall. This was done with a combination of metzenbaum scissors, blunt digital dissection, and electrocautery. Eventually, the dissection was carried down to the lower abdomen where the mesh was. The mesh was a teflon type mesh, which was clearly folded back upon itself and wadded up into a ball-like configuration. Within the confines of the inner folds of the mesh was a purulent fluid collection. Samples of the fluid were taken for culture and sensitivity and gram stain. The mesh was then carefully dissected away from the abdominal wall and the underlying inflammatory component. This was done using electrocautery and digital dissection until the entirety of the mesh was completely freed and removed from the abdomen. Presumably, there was a prolene or marlex component to the mesh, as well, but I could not ascertain whether this was actually true or not. However, it did appear that the fluid cavity was well drained, and the entirety of the teflon-based mesh was removed. The inner inflammatory component of the abscess cavity was also dissected out and excised away, as well. The abdomen was then thoroughly irrigated with sterile saline solution and aspirated as dry as possible. All gross purulence was carefully removed. Examination of the abdomen also revealed it to be completely hemostatic. The abdominal contents were then returned to their normal anatomic component. A 19-french blake drain was then inserted and exited through a separate stab incision on the right lateral abdomen. It was directed into the lower abdomen just underlying the fascial closure. This was where the abscess cavity had been, and there still was some inflammatory changes on the fatty tissues near the bladder and overlying the pelvic compartment. This was sutured to the skin with a suture of 2-0 nylon. The fascia was then dissected out throughout the length of the incision from the overlying fatty component, and subfascial flaps were also developed for ease of abdominal closure. The abdomen could actually be closed fairly easily, as the abdominal wall musculature was fairly elastic and soft. The midline fascia was then closed with a running suture of no. 1 pds. Interrupted figure-of-eight sutures using 0-prolene were placed at intervals throughout the length of the closure and served as internal retention sutures. The subcutaneous tissues were again thoroughly irrigated, and meticulous hemostasis was accomplished using electrocautery. Because of the nature of the infected fluid within the mesh pocket, I felt that closure of the skin would likely result in an abdominal wall abscess. Thus, the wound was packed with a wound vac according to the manufacturer¿s recommendations. ¿ relevant medical information: (B)(6) 2016: ¿wound closed except for approximately 3 cm area of somewhat hypertrophic granulation tissue in mid portion of incision. Treated with topical silver nitrate. No signs of infection or complication.¿ (B)(6) 2016: ¿new onset drainage from midline incision. No fever, chills. Drainage not maloforous [sic]. Wound explored after local 1% lidocaine with epinephrine. Found to have prolene suture causing stitch abscess . Suture removed without difficulty. Plan: daily wet-to-dry dressing changes until full closure.¿ (B)(6) 2016: ¿has been doing daily wet-to-dry wound care and feels wound has been closing. However, there is a smaller, 2nd opening a little lower down on incision. 2nd opening much more shallow and extends down only 3-4 mm. No evidence abscess, cellulitis. No suture or foreign body present.¿ (B)(6) 2016: ¿complains of redness and swelling below lower portion of midline incision.¿ ¿approximately 5 cm area of fluctuance, erythema and tenderness at inferior margin of midline scar consistent with abscess.¿ ¿abscess drained & found to have thick pus present. Wound irrigated, packed open with sterile gauze.¿ ¿daily wet-to-dry dressing changes, augmentin, norco.¿ (B)(6) 2016: ¿wound examined and probed. Cannot feel any exposed mesh, suture, or any sites of undrained abscess.¿ (B)(6) 2016: ¿wound with some progress, but patient continues to develop cutaneous openings, most likely due to foreign body reaction from suture or mesh. May have to consider removal of mesh but patient does not desire to do so at this time.¿ (B)(6) 2016: CT abdomen/pelvis. ¿small, wide neck anterior midline abdominal hernias in the supraumbilical/umbilical region and lower abdomen containing portions of colon and small bowel.¿ (B)(6) 2017: ¿chronic abdominal wall drainage, most likely due to infected or unincorporated mesh. Due to failure to respond to multiple courses of antibiotics, wound therapy, and time; I feel surgical exploration and removal of mesh now indicated .¿ (B)(6) 2017: ¿methicillin susceptible staphylococcus aureus infection¿ (B)(6) 2017: exploratory laparotomy; suture repair of recurrent ventral hernia; excision of musculocutaneous fistula x2. [Hospitalization dates unknown] ¿my suspicion was than [sic] she had some residual mesh which was present from a ventral hernia repair done several years ago. She also has had a history of sigmoid colectomy due to diverticulitis at which time a 2-layer piece of mesh was removed as it appeared to be infected from the diverticulitis.¿ ¿at this site I did encounter a couple of prolene sutures which were removed.¿ ¿ again as I had dissected this area out, although the bowel was closely adherent to the abdominal wall, there were no findings of small bowel or colonic fistula .¿ ¿underlying the subcutaneous space, and just anterior to the muscle fascia, a very hard knot of tissue was encountered. I could not determine what this was, but I suspect that perhaps there was some residual mesh or other foreign body in the abdominal wall. I made a wide excision around this and left it intact in order to prevent any possible entry into a chronic infected abscess cavity. This was fully excised and sent to pathology for further evaluation.¿ ¿the midline fascia was then closed with a running suture of number 1 pds.¿ (B)(6) 2017: pathology report. Diagnosis: a) ¿sinus tract, mid abdominal wall: skin and soft tissue with focal chronic inflammation and foreign body giant cell reaction; surrounding fibrosis; no malignancy present.¿ b) ¿lower abdominal sinus tract: skin and soft tissue with acute and chronic inflammation and foreign body giant cell reaction; surrounding fibrosis; associated granulation tissue formation consistent with clinical history of sinus tract; no malignancy present.¿ gross description: a) ¿labeled with the patient¿s name and ¿sinus tract mid abdominal wall¿, received in formalin are two blue-gray to tan-yellow tissue fragments, 5.0 x 4.0 x 1.7 cm in aggregate. Sectioning each reveals tan cut surfaces.¿ b) ¿labeled with the patient¿s name and ¿sinus tract lower abdominal¿, received in formalin in an irregular tan-yellow tissue fragment, 10.0 x 4.5 x 2.5 cm. Sectioning reveals tan cut surfaces.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06251644. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: [facility ni]. (B)(6), md. Office note. Medical history: diabetes mellitus. (B)(6) 2011: [facility ni]. (B)(6), md. Office note. Abdominal pain, right lower quadrant. Inguinal hernia without mention of obstruction, gangrene. Plan CT abdomen/pelvis. ??/??/??: [missing records: records for the planned CT abdomen/pelvis were not provided.] (B)(6) 2012: [facility ni]. (B)(6), md. Office note. Herpes simplex on buttocks. Got better with acyclovir. (B)(6) 2016: (B)(6) health system. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: small, wide neck anterior midline abdominal hernias in the supraumbilical/umbilical region and lower abdomen containing portions of colon and small bowel. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The lot number provided is not valid. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: fluid collection within mesh, wadded mesh and dysfunctional mesh, abdominal wall abscess, mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.